Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump failed to alert her to a high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl. Customer also reported that on two separate occasions, the insulin pump failed to deliver insulin. Review of the insulin pump's alarm history showed that a no delivery alarm had recently been returned. Troubleshooting did not show any malfunction of the insulin pump. Blood glucose level at the time of the call was 492 mg/dl. No further information was provided.